Event description:
The customer stated that the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2) is reading high o2 measurements and displaying check water trap message after it was replaced with a new one. MFR ref # 8030229-2014-00105.